Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead exhibited oversensing. It was also reported that the patient noted "something wrong with device and "can feel pacing". The implantable pulse generator (ipg) and ra lead remains in use. No further patient complications have been reported as a result of this event.